Manufacturer narrative:
(B)(6). The device history review for the product hemolok med clips 6/cart 84/box lot# 73b1900017 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips broke during loading.